Event description:
It was reported the implantable neurostimulator (ins) was overdischarged. It was noted that this was the patient¿s second overdischarge. It was further noted that a physician mode recharge (pmr) had not been performed. The reporter stated the patient would be calling them to schedule a day that would work for them. It was noted the patient had not charged their ins for four months. It was further noted there were no patient symptoms or complications associated with this event. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient stated they let the device overdischarge once before. The reporter stated they had not been contacted by the patient to set up a time to fix the overdischarge. Additional information received reported the patient tried to do eight different pmrs and they could not get the ins going again. The reporter stated they were going to talk to their healthcare professional (hcp) about replacing the ins. Additional information received reported that nothing was scheduled yet. It was noted the patient was meeting with their hcp on friday. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the manufacturer representative spoke with the patient's health care provider (hcp) and the patient's battery is dead and they are being referred to another hcp for implant.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377745, lot# v006414, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).